Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using basaglar insulin. Tandem customer technical support informed customer that basaglar is off label per the user guide. Customer's blood glucose was 230 mg/dl.